Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a case of trace diffuse lamellar keratitis (dlk) of the left eye observed at one day post lasik procedure. Reporter indicated topical steroid eye drop dosage was increased. Upon follow up, the reporter indicated the patient is improving and will continue to be monitored.